Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e147 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e147 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer reported a pressure dome membrane leak during a treatment procedure. The customer stated that at approximately 140ml of whole blood processed, the system pressure dome popped off of its sensor and a leak occurred. The customer reported that the patient's lines were immediately clamped and the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was given a 500ml saline infusion. The customer reported that the patient was stable throughout the incident. The customer stated that the patient's treatment was restarted on another instrument. The customer reported that the kit was discarded. The kit was not returned for investigation.